Manufacturer narrative:
During testing, the device did not deliver. The motor shaft extension was missing. This was due to an over tightened set screw. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.

Event description:
During verification testing at the manufacturing facility, it was noted that the device did not deliver. The device display incremented; however, no fluid was delivered.